Event description:
The article, "venous access alone versus arterial and venous access for patent arterial duct device closure in childhood", was reviewed. The article presented a retrospective, single center study that hypothesized that eliminating arterial access (aa) and using venous access (va) would reduce vascular complications, radiation exposure, and procedural time and also assessed whether there was a significant difference between va and aa in contrast volume admissions and recovery room duration. Devices included in the study were amplatzer duct occluder¿abbott, amplatzer duct occluder ii¿abbott, mreye flipper detachable embolization coil, mreye embolization coil¿cook medical, amplatzer vascular plus ii¿abbott, amplatzer duct occluder ii additional sizes¿abbott, amplatzer muscular vsd occluder¿abbott, amplatzer vascular plug¿abbott, and amplatzer septal occluders¿abbott. The article concluded venous-only access was associated with lower dap and recovery room los. Additionally, va was associated with a lower likelihood of admission with no difference in reintervention rates, suggesting procedural safety. These findings support the consideration of va as a preferred approach for appropriate cases. [The primary and corresponding author was lee benson, department of pediatrics, labatt family heart centre, division of cardiology, the hospital for sick children, (B)(6) canada, with corresponding email: ee.benson@sickkids.ca]. The time frame of the study was from (B)(6) 2011 to (B)(6) 2022. The total number of patients was 405 patients, of which it was not reported how many received an abbott device. The average was 3.1 years, the average weight was 13.2kg, and the majority gender was female. Comorbidities included patent ductus arteriosus, bleeding disorders, obstructive sleep apnea.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: venous access alone versus arterial and venous access for patent arterial duct device closure in childhood.

Manufacturer narrative:
Summarized patient outcomes/complications of venous access alone versus arterial and venous access for patent arterial duct device closure in childhood were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus, bleeding disorders, obstructive sleep apnea. Some of the complications reported were arrhythmia, hemorrhage, hematoma, cardiac arrest, obstruction/occlusion, anemia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: venous access alone versus arterial and venous access for patent arterial duct device closure in childhood.